Event description:
The customer reported that the system would become disabled during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative retrieved the error log files and replaced the interface network connector cable and printed circuit board. The system was tested and found to be working as intended and put back in service.